Event description:
It was reported that the right atrial lead exhibited noise that was being sensed resulting in inappropriate mode switch episodes. On (B)(6) 2017, the lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion was noted at 16.5-17.1 cm from the connector pin. The cause of the reported event is consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.